Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali femoral filter delivery system was returned for evaluation. The introducer sheath was returned in two segments as the user reported that the sheath was cut in order to maintain access. The storage tube was connected to the introducer sheath hub. However, a 1mm gap was noted between the sheath hub and the storage tube connector as the storage tube connector was not completely tightened. The pusher catheter was returned inserted through the proximal sheath segment. The pusher catheter was kinked approximately 56.6cm from the distal end of the catheter. However, after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. The distal tip of the introducer sheath and dilator were damaged/buckled; however it is unknown how this occurred as this was not reported by the user. Skiving was found inside of the storage tube. Additionally, skiving was found along the proximal introducer sheath segment. The skiving is most likely due to the filter feet as it was being advanced through the storage tube and proximal portion of the sheath. The filter was received outside of the introducer sheath. No anomalies were noted to the filter and the filter contained all 6 arms and 6 legs which were present and intact. Functional/performance evaluation: heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is confirmed for advancement issues as skiving was found inside the storage tube and inside the proximal portion of the introducer sheath. Labeling review: the denali filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, while advancing the filter in the deployment sheath the filter was scraping the storage tube and appeared to be twisted. The filter deployment system was exchanged for a new filter system that was deployed successfully. There is no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide additional patient and procedural information (age, weight, sex, relevant history, concomitant therapy, and a corrected date of event), which was updated in the appropriate sections.